Manufacturer narrative:
G4: 02mar2020. B4: (B)(6)2020. Failure in starting up on battery was confirmed during evaluation by the field service engineer. The field service engineer replaced the power management (pm) power management board assembly (pcba) to address the issue. The issue has been resolved and the device functions as intended. Gas delivery system (gds) assembly and power management (pm) printed circuit board assembly (pcba) were received for evaluation. There were no signs of damage or contamination during visual inspection. The gds and the pm pcba were installed onto a test unit in an attempt to duplicate the reported issue. After testing, the reported issues were not duplicated. No faults were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29oct2019.

Event description:
The customer reported the unit powered on by itself. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 19dec2019. Report date: 23dec2019. The device was evaluated by the field service engineer and the reported issue was unable to be confirmed. The field service engineer replaced the user interface board to prevent recurrence. During evaluation it was confirmed that the measured oxygen concentration did not match the device's settings so the flow sensor assembly was replaced. Manufactural failure in the ground wire of the lcd cable was confirmed as well and the lcd cable was replaced. The issues were resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.